Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery for a nine year old device. During the procedure a leak was identified on the left cylinder. The existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the implant was not working leading to the replacement surgery. The leak in the system was identified due to a rupture on the left cylinder. The patient did not experience any additional adverse event and was said to be doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.